Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned devices showed that the tip of corsair was broken off, guidewire was inserted through the shaft and the broken tip of the corsair. Trace of the breakage due to excessive clockwise rotation was observed at the breakage site of the corsair. Lot history review revealed no anomaly relating with the reported event. No other similar incident report was received for this lot products. Based on the obtained information and the outcomes of the investigation, it is inferred that the tip of catheter was trapped in the target cto, where clockwise rotational manipulation was consecutively applied, rotational force was accumulated at the tip-shaft transition point, which was squeezed and broken off when the accumulated force exceeded the product's design limit. IFU describes "do not use in advanced calcified lesion." As contraindications and prohibitions. Warning section describes: do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damage or rupture the catheter, or damage the blood vessel. If any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter with full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel.

Event description:
Reportedly, to treat the cto lesion at sfa, guidewire wiring was conducted with corsair catheter supporting. After the guidewire crossed the target lesion, corsair was advanced into the target lesion but the tip was trapped. Upon pull back of the devices, it was noted that the corsair tip was broken apart and trapped on the guidewire. Devices were removed out as a unit. No complication is reported with the patient.